Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure involving a lspro ii ep recording system, all the lspro elements shut down. The issue was unable to be resolved and the procedure was cancelled. No patient complications were reported.

Event description:
During a procedure involving a lspro ii ep recording system, all the lspro elements shut down. The issue was unable to be resolved and the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the clearsign amplifier visually had a large dent in the top cover of the device, and there was heavy staining on the sides of the outer cover. Functional testing revealed the machine presented with blown fuses and it would not power on. The fuses were replaced and the machine still would not power on. Further testing showed the power supply was at fault. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.